Manufacturer narrative:
Device evaluation update: upon additional investigation on the device, it was determined that the coupling tool side was not functioning and was defective. It was further determined that the tool coupling was defective. It was further determined that the device failed pretest for check the saw performance, check the oscillation frequency, min. 9900 to 12100 osc/min, check the free movement, check pins length of cone sleeve, check the machine coupling and check the quick coupling for saw blades. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the device was worn out. It was further determined that the attachment was stuck and the saw bit was partly disassembled. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the wheel was not available to remove the sagittal saw attachment device. It was further reported that the device was blocked. It was reported that the event occurred during use on a patient. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.